Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device after a diagnostic heart procedure. Reportedly, a cuff miss occurred. The device was removed and additional five proglide devices were attempted, one at a time, with the same result. The seventh proglide device, from a different lot, was attempted and successful achieving hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event of cuff miss was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. The most probable cause for the reported event was determined to be most likely related to the operational context at the time of device use. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency. Forty-seven unused sterile proglide devices with the same lot number, 20605j1, as the complaint device were returned for evaluation. A random sampling of 13 devices were tested. Functional testing was performed and the devices met manufacturing criteria. No manufacturing or abnormal observations were detected. A cause for the complaint device reported experience could not be determined based on the investigation findings from the tested samples. Review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The safety and effectiveness of the perclose proglide device have not been established in patients with femoral artery calcium which is fluoroscopically visible at access site. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.